Event description:
Terumo medical corporation received the following reported information: after treating the lesion in the left anterior descending (lad) artery #6, the angio-seal device was used to achieve hemostasis at the puncture site. However, when attempting to insert the assembly into the puncture site, the tip of the locator became kinked, preventing insertion. The device was not used, and another angio-seal device was used to continue the procedure. The second device was used without any problems, and hemostasis was successfully achieved. The type of procedure preformed was hemostasis. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for locator kink as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).